Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula bent event on 05-may-2024. Insertion site was at butt/back. The set was in use for two days. Patient was having skin irritation/pain/infection. No further information available.